Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had an f-94 alarm. It is unknown when this condition occurred. There was no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of 'f-94 alarm' was confirmed onsite during device evaluation by a baxter field service technician. The root cause was due to a defective main battery. The main batteries were replaced and the configuration settings were reset to resolve the reported condition.